Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During use of device for a cardiopulmonary bypass procedure, the user reported the heart lung console would not operate on battery power even though the screen indicated the batteries were charged. The user replaced the power mgr board which resolved the problem. The defective power mgr board is being returned for eval. There was no reported adverse consequence to the pt as a result of this event.